Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. There is no known pt ill effect. There is no sample available for eval.